Event description:
Customer reported via phone, he has been experiencing high blood glucose since (B)(6) 2015 and wanted to perform troubleshooting. Customer's blood glucose was 400 mg/dl and currently it was 600 mg/dl. Troubleshooting was performed for high blood glucose. It was found customer had changed his setting around the time the high blood glucose events began. Customer was unable to perform high pressure test since he didn't have the tubing clamp. Customer also mentioned he stores the insulin in his fridge and doesn't wait for it to get to room temperature prior to using it. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.